Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of low blood glucose of 45 mg/dl and treated with glucose tabs. Customer indicated that the sensor was turned off but the blood glucose is stabilizing and is now 142 mg/dl. Troubleshooting was declined by customer but was assisted with changing the calibration error. No further details given.